Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the catheter was inserted in the patient, blood was observed leaking near the hub of the catheter. Upon closer inspection, the "catheter head" was confirmed split. As a result, the "leaking" catheter was removed and replaced with a new catheter. No effect to the patient. There was no reported death, serious injury or harm to the patient. There was no delay or interruption in therapy and no medical intervention required.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the sheath head was split and the sheath hub was leaking is not confirmed. Although, the root cause of the complaint remains undetermined the returned sheath passed functional and visual inspection, and the returned device met test specifications. No further action required.

Event description:
It was reported that after the catheter was inserted in the patient, blood was observed leaking near the hub of the catheter. Upon closer inspection, the "catheter head" was confirmed split. As a result, the "leaking" catheter was removed and replaced with a new catheter. No effect to the patient. There was no reported death, serious injury or harm to the patient. There was no delay or interruption in therapy and no medical intervention required.